Manufacturer narrative:
Additional information was received that the high-pressure leak test failures during pm does not affect ventilation as these leaks occur before to the flow sensor. The entire flow reported by the flow sensor makes it to the patient circuit. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during service resulting in insufficient oxygen. There was no patient involvement.